Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2018. In a call log on (B)(6) 2018, it was reported that this lead exhibited non-converting shocks and jumpy impedances after implant. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).